Manufacturer narrative:
A partial lead with the connector pin measuring 5.5 cm and distal tip measuring 48.0 cm were returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pulse generator, atrial, and right ventricular leads exhibited noise. The system was explanted and replaced. No patient symptoms were reported. No further information was reported. Related manufacturer reference number: 2017865-2019-16809. Related manufacturer reference number: 2017865-2019-16812.